Manufacturer narrative:
Not returned.

Event description:
It was reported that this patient underwent a pacemaker replacement procedure. During the procedure the proximal end of the right atrial (ra) lead was rotated with no issue, while the distal end could not be rotated. The system was explanted and removed. A new device was implanted. This pacemaker was returned. No adverse patient effects were reported.

Event description:
It was reported that this patient underwent a pacemaker replacement procedure. During the procedure the proximal end of the right atrial (ra) lead was rotated with no issue, while the distal end could not be rotated. The system was explanted and removed. A new device was implanted. This pacemaker was returned. No adverse patient effects were reported.